Event description:
Medically significant, a male underwent craniotomy for tumor resection in 2006. Duraguard was used to close dura at end of operation. Pt returned to hospital eighteen days later for cranial wound infection. Underwent 2nd surgery for incision and draingae of wound infection. Pt was discharged on antibiotics for total of 6 weeks.